Manufacturer narrative:
D3: revised manufacturers address. E1: added facility name.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2020, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® aaa endoprosthesis featuring c3® delivery system, two gore® excluder® iliac branch endoprostheses and a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2021, a small proximal type I endoleak. The physician plans to wait to revise when the gore® excluder® conformable aaa endoprosthesis with active control system becomes available.